Event description:
It was reported that the patient presented at the hospital post-implant procedure. It was noted that the right atrial (RA) lead exhibited poor sensing. The physician opted to reposition the RA lead; however, the physician encountered difficulty securing the RA lead to the tissue. Therefore, the RA lead was explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.